Manufacturer narrative:
Zoll has received the thermogard console however, the investigation is still in progress. A follow-up report will be submitted when the investigation has been completed.

Event description:
During ivtm therapy, the thermogard ivtm system (sn (B)(4) shut down on its own, after 2 days of the initiation of the ivtm therapy and the issue reoccurred every several hours. Another thermogard console was used to continue with therapy. No consequences or impact to patient.

Manufacturer narrative:
The customer reported that the thermogard xp ivtm system (sn (B)(6)) unexpectedly shutdown on its own was not confirmed during the functional testing performed at the zoll japan service depot. The thermogard xp ivtm system passed the functional testing and worked as intended. Upon visual inspection, no physical damage was observed. During event log review, it showed a mid:14 (bg power supply) and a mid:16 (software related) errors during the reported event of an unexpected shutdown. Per the tgxp user manual, if mid:16 (software related) error occurs during the treatment, this indicates that the treatment file memory is full. The console stops treatment. To continue treatment, power the console off and on. Follow the prompts and select current settings. When the data download information appears, immediately either delete the data or use temptrend to download the data and delete it. You may then resume treatment. The mid:14 and mid:16 errors were not reproduced during the functional testing performed at the zoll japan service depot. A further in-depth investigation was performed at the zoll japan service depot. The customer reported complaint of an unexpected shutdown was not reproduced. The thermogard system performed as intended. Following service, the thermogard xp ivtm system passed all the final functional tests without any error.